Event description:
Additional information received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: b1, b2, b5, and h1

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The cause of the oversensing was suspected to be due to rv lead fracture, which was visually confirmed in 2018 during an unrelated procedure. No intervention has been performed at this time. The patient was stable and will continue to be monitored.